Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. All encoder nuts were loose. Two nuts were missing that caused one encoder knob (menu dial) to fall out, the output connector assembly was broken, the device failed backlight on-off difference due to the connector issue, the keypad was scratched, the lower case was damaged, the display wire insulation was pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.